Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level ranged from "high" to "low"; although specific values were not provided. Cause was not known. A correction bolus was delivered to address elevated bg and consumed carbohydrates to address low bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.